Manufacturer narrative:
The reported event of a critical battery alarm was confirmed on the returned controller, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed two critical battery alarms on the reported event date. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate communication errors between batteries and controllers. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.  This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the vad coordinator that the patient reported a critical battery alarm with old batteries. The vad coordinator believed that controller was the cause and decided to exchange controller.